Event description:
During evaluation of a returned homechoice machine, seven increased intra-peritoneal volume (iipv) events were identified which occurred in the therapy initiated on (B)(6) 2013 21:06:05. During night drain cycle thirteen, the patient's ultrafiltration reading was 50373ml, indicating the home patient (hp) drained 50373ml more than their maximum programmed fill volume of 1700ml. This information meets iipv criteria. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. If any additional information is received, a follow-up will be sent.